Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been recently hospitalized. The customer declined to provide the reason of the hospitalization or any further details on the reported event. The customer ended the call with tandem technical support.